Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius technical support (ts) that a peritoneal dialysis (pd) patient returned home from the hospital after having an unspecified surgery. The patient began experiencing draining issues after the surgery. Attempts to obtain additional information were unsuccessful. The type of surgery the patient had is unknown, and so is the reason for the patient's hospital visit. It is unknown if the surgery affected the patient¿s drain issues. There was no alleged adverse event, and no reported medical intervention that was attributed to the use of any fresenius product(s) and/or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
It was reported to fresenius technical support (ts) that a peritoneal dialysis (pd) patient returned home from the hospital after having an unspecified surgery. The patient began experiencing draining issues after the surgery. Attempts to obtain additional information were unsuccessful. The type of surgery the patient had is unknown, and so is the reason for the patient's hospital visit. It is unknown if the surgery affected the patient¿s drain issues. There was no alleged adverse event, and no reported medical intervention that was attributed to the use of any fresenius product(s) and/or device(s).